Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A hospital reported that the ear thermometer allegedly provided a low temperature reading for a pediatric patient. The child's temperature was reportedly measured at 37.2°c. A subsequent measurement using a mercury thermometer allegedly showed a temperature of 39.7°c, indicating the presence of a fever. No additional information was provided regarding the patient's diagnosis or clinical outcome. The only information available is that a temperature discrepancy occurred, and the device was reported to have given a low reading. Kaz USA, inc. Has requested that the product be returned to our company for testing.